Event description:
Device 1 of 2.reference MFR. Report: 1627487-2016-02316.follow-up identified the patient's system was reprogrammed, which in turn resolved the issue of pain at the ipg and lead sites.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02316. The patient received two peripheral (off-label) leads with the same lot number. The patient reported experiencing pain at the ipg and lead sites regardless of stimulation. The patient requested the system be removed. Surgical intervention may take place as the next course of action.